Manufacturer narrative:
Serial number in d4 was filled inadvertently and must be kept blank. Updated fields - b4, g3, g6, h2, h11. Corrected fields - d4, e1(telephone), h6 (type of investigation). Esp personnel reviewed the information with the nurse, as she had already completed troubleshooting and resumed therapy prior to the call. She reported no blood in the helium tubing, confirmed that all connections were secure, and stated that the ¿iab fill¿ and ¿start¿ keys were used to resume pumping. The discussion also included review of the ¿help¿ key and potential reasons the alarm may have occurred.

Event description:
N/a.

Manufacturer narrative:
Gas loss alarm occurred.customer noted no blood in the helium tubing, connections secured.customer already had done troubleshooting and resumed therapy

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.